Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The target lesion was located in the cephalic arch. A 12.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilation. The balloon was inflated twice; however, on the second inflation at 14 atmospheres, the balloon ruptured. The balloon was attempted to be removed from the patient but the balloon was separated from the catheter. It was attempted to be retrieved but the patient ended up transported by ambulance to a hospital for surgical removal.